Event description:
A caller reported that the t:slim x2 pump battery would not charge, with a power source alert appearing in the pump history. There was no adverse impact to the customer's blood glucose level. The caller tried several solutions, including leaving the wall adapter plugged in for a prolonged period, which resulted in an unstable charging connection. Ultimately, using a different charging cable resolved the issue, and a replacement charger was dispatched to the customer.